Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular channel, due to this, this device emitted audible tones. Additionally, noise and oversensing was observed on the right atrial channel. Due to this inappropriate anti-tachy response (atr) episodes were recorded. Lead issues are being suspected, however, have yet to be confirmed. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.